Event description:
Per additional information, the subject device was a loaner device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the inspection also found the following: minor scratches on switch 1; angulation was part of the service standard; the distal end plastic cover had deep dents; the light guide lens had old glue; the bending section glue was cracked; the air/water supply had no flow; and the light guide tube had minor buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the nozzle was clogged with foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.